Event description:
It was reported that the pump touch screen was on, but display remained black. Reportedly, the pump was dropped. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.